Event description:
It was reported that after this device was used during an angioplasty, the ptfe coating had come off of the device. There has been no claim of injury related to this device. The device is being returned for analysis.